Event description:
It was reported by the customer that there is a crack in the front case. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, latch module, tube/sleeve drive, wiper seal, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the cover/case front syringe. A review of the device history record showed the device had a manufacture date of 13 jun 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that there is a crack in the front case. There was no additional information provided and no patient involvement.